Event description:
Complainant alleged that his prescribed diabetic device, aventis opticlick, is not distributed by pharmacies anywhere in the country, that pts may obtain the device through doctors offices only. The product is used to administer the diabetic medication lantus. The complainant is worried that he may not find open doctor's offices over the weekend or during night hrs in the event of an emergency should his administering device fail/break/or turn up missing. Also complainant added, diabetics should not have to depend on emergency rooms to administer their medication.